Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results and conclusion are not yet finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed low battery errors and a system fault (sf 74) indicating a software task error occurred. There was no patient injury reported as a result of this incident.